Event description:
It was reported that during an index procedure the physician experienced difficulty in deploying the infrarenal aortic extension and ultimately explanted the device. Reportedly, during deployment of the aortic extension it was noticed that only a portion of the stent graft deployed and further deployment could not be achieved. The physician performed several unsuccessful attempts to complete deployment by pulling back on the introducer sheath handle, but the sheath would not continue to retract. It was noticed that a portion of the deployed device was covering the renal arteries, and the physician elected to convert to an open repair. A bypass was performed during the open repair and the bifurcated device remained implanted in the patient. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device retained at user facility.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by a clinical representative with the following impression: the reported event is confirmed. The right iliac artery diameter is greater than 23mm, which is incongruent with the device IFU (instructions for use). At index, post an uneventful main body stent deployment, the aortic cuff delivery system was well positioned below the renal take off. Reportedly, post deployment of the aortic cuff, withdrawal of the delivery system was met with extreme pressure; the delivery system would not pull back into the delivery sheath. In trying to remedy the possibility that the sleeve caught on the apex of the cuff, the device was extended and above the renal take off, which resulted in an unintentional superior migration of the stent, obstructing the renal arteries. Several balloon techniques failed to reposition the stent. It was at this point that an open graft repair was initiated. An explant of the aortic cuff and a modification of the bifurcated stent were performed. Based upon the investigation findings, a specific cause for the reported difficulties could not be conclusively determined. However, it is possible that the lack of full advancement of the inner core to fully extend the aortic extension's sleeve material (prior to removal of the delivery system) might have contributed to the event; but this cannot be confirmed. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history no other units have been involved in a similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that during implantation of a bifurcated device and an infrarenal aortic extension, the physician experienced difficulty in retracting the infrarenal aortic extension delivery system and the device was ultimately explanted. Reportedly, after uneventful deployment of the bifurcated device and aortic extension, the physician attempted to pull the sheath back to remove the delivery system but resistance was felt. The nosecone had been retracted into the sheath, but apparently, a portion of the release sleeve bunched up and did not fully retract into the sheath. The sheath and delivery system were continued to be pulled back as a unit to remove them from the patient's anatomy, but it was felt as they were catching on something. It was believed that the presumed portion of the sleeve protruding out of the end of the sheath had caught up on an apex at the distal end of the aortic extension, resulting in the inability to remove the system. The physician advanced the sheath and delivery system forward as a unit, in an attempt to free the delivery system, and was able to release the delivery system, but this resulted in the aortic extension being pushed up about 3cm above the renal arteries, covering them. The physician ultimately retrieved the sheath and delivery system as a unit and performed balloon dilatation, in an attempt to pull the aortic extension down, without success. The physician elected to convert to an open repair and explanted the aortic extension, restoring flow into the renal arteries. The bifurcated device remained implanted in the patient and a bypass was performed during the open procedure. It was reported the patient tolerated the procedure well. Additional information: the access site and delivery of the implanted devices were performed on the right side of the patient; which is the same side where the iliac aneurysm was present.